Manufacturer narrative:
The remote service engineer (rse) reviewed the clinical audit trail and determined that the device was providing the appropriate alarms for the pressure limits and the device was functioning as specified. The rse advised the customer that they could not identify any problems related to their description. The rse followed up with the customer for 2 weeks and did not find any failures with the system. The customer stated that the problem did not occurred again. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the intellivue mx450 patient monitor does not issue an alarm when the pressure limit is exceeded. The device was in use on a patient at the time of the event. There was no adverse event reported.